Event description:
In 1998, the pt presented in cardiac arrest and underwent a catheterization. A 3.0 x 28mm acs duet stent was successfully placed in the right coronary artery. The pt received integrilin during and after the case. On 12/10/98, the pt presented again with angina; the cath revealed, a total occlusion of the stent site. The pt was also given reopro on this repeat ptci. An attempt was made to open the occlusion, but was unsuccessful. The pt was hemodynamically stable and pain free and the procedure was terminated. Outcome: discharged in stable condition.